Manufacturer narrative:
The insulin pump was not received in manufacture mode. The pump power up properly after battery installation. The pump was received with operating currents within spec. The pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The pump passed dat test. No drive anomaly, motor anomaly, under delivery anomaly or prime anomaly noted. The motor was tested outside of device and passed. The pump was received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Event description:
Customer¿s mother reported via phone call for high blood glucose. Blood glucose at the time of incident was 450 mg/dl. Current blood glucose was 160 mg/dl. Customer treated with 3 boluses but when his blood glucose went up again he went to syringes to treated. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does alleging insulin pump was under delivering. Customer is not calling back to perform an high pressure test. The insulin pump will be returned for analysis.